Event description:
The customer reported that he was hospitalized for hyperglycemia due to his infusion device being unavailable for use. On (B)(6) 2018 the customer reported that the o-ring from the cartridge plunger had become stuck to the piston rod. The customer attempted to remove the o-ring with no success; therefore he discontinued using his infusion device on (B)(6) 2018. On (B)(6) 2018 around 9:15 am-10:15 am the customer received an elevated blood glucose result on his aviva combo system. The customer normally takes humalog u100 insulin via his infusion device. However, since the customer discontinued using the device on (B)(6), he had not administered any insulin. The customer experienced elevated blood glucose symptoms of felling dehydrated, disoriented, and irritable. The customer called his hcp who advised him to call 911. At approximately 11:15 am the emt's arrived the customer received a blood glucose result of 479 mg/dl. The emt's treated the customer with an IV of humalog and transported him to the hospital. The blood glucose results at the hospital were not provided. The customer reported that the hospital continued to treat him with an IV of humalog until his levels stabilized. The caller reported that he was not admitted into the hospital, and was discharged from the ER around 2:30 pm. The infusion device was requested to be returned for product evaluation; however, the caller indicated they were able to resolve the issue and feels the device is functioning properly. The customer declined to return the infusion device for evaluation.